Manufacturer narrative:
(B)(4). Date of event: publication year of 2009. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: retroperitoneoscopic surgery for adrenal lesions close to vena cava. Author : wang x, shen z, zhu y, zhang r, sun f, shao y, rui w, he w , dai j. Citation: urology 74 (supplement 4a), october 2009; mp-04.9. This retrospective study discussed about retroperitoneoscopic surgery for adrenal lesions close to vena cava. From september 2005 to march 2009, 389 consecutive retroperitoneoscopic adrenalectomies were retrospectively reviewed in which 15 cases were adrenal tumors close to vena cava. During surgery, the internal part of the adrenal gland closing to the retroperitoneum was liberated firstly, and the whole adrenal gland was dissected along the inferior vena cava completely. Partial adrenalectomy, harmonic scalpel (ethicon) was used to transect the tumor together with part of normal adrenal tissue. Reported complication included perforation of the retroperitoneum (n=1). In conclusion, the adrenal tissue close to vena cava must be dissected with extreme care, and a laparoscopic vascular clamp must be ready for emergency lateral clamping of the vena cava, and also prepare sufficiently in case of the conversion to open surgery.